Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. D4: lot number added. D4: unique identifier (UDI) number updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type updated. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: component codes added 451-electrodes. H6: impact code added to 4648 - insufficient information. H6: clinical code added to 4545 - skin inflammation/ irritation. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221- no findings available. H6: investigation conclusions code added to 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: d2: type of device. H6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient states that her skin was red and itchy. The patient contacted her dermatologist who prescribed a steroid cream. However, the patient was not using the cream. The patient was advised to discontinue wearing the 63b electrodes and allow the skin to heal. Afterwards, the patient could start wearing the 72r electrodes. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient states that her skin was red and itchy. The patient contacted her dermatologist who prescribed a steroid cream. However, the patient was not using the cream. The patient was advised to discontinue wearing the 63b electrodes and allow the skin to heal. Afterwards, the patient could start wearing the 72r electrodes. It was reported that no further information is available.